Event description:
The rotator on the stopcock broke during an angiogram procedure while injecting contrast. No harm or injury was reported. The customer reported five defective devices but did not provide any further info or clinical details for the add'l events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval method: device history record was reviewed. Conclusions: a f/u report will be submitted when the eval has been completed.